Event description:
It was reported that following a thunderstorm the remote monitor was no longer able to transmit successfully. The monitor had been able to transmit successfully previously. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.